Event description:
Per the clinic, the electrode array partially backed out after inadvertent tension was applied to the excess lead during wound closure while approximating the skin flap. Subsequently, the patient underwent device repositioning surgery on (B)(6) 2026 under general anesthesia. The implanted device remains.